Manufacturer narrative:
Pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify failed batt test due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly. Pump received with cracked battery tube threads and broken battery cap.

Event description:
The customer reported via phone call that insulin pump received failed battery alarm and battery cap was cracked. Blood glucose was unknown. The insulin pump will be returned for analysis. Troubleshooting was performed. Customer was performing self test and it was pass and drive support cap was normal. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.